Event description:
It was reported that the pump of this artificial urinary sphincter does not fill back up after voiding. The patient states that he needs to press the sides of the pump to refill it. Additionally, although he has not noticed a change in continence, he is concerned there is an air bubble in the system. No further details were provided in relation to the event.